Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of risk analysis, the following events were found to be defects to be reported. -white powder is attached to the connector and fog is applied inside the tube. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that it was caused by condensation inside the equipment. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon could not be duplicated. However, (B)(6) found that there was unspecified white powder on the co2 insufflation connector, the inside of the insufflation tube became foggy. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(6) there was the possibility that the reported phenomenon was attributed to the influence other than devices or the failure of the internal decompressor. Also, adhesion of the unspecified white powder on the co2 insufflation connector and the foggy insufflation tube might be attributed to condensation inside the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the noise occurred when co2 was insufflated from the subject device. There was no report of patient injury associated with the event.